Event description:
It was reported that: "during a revision surgery doctor used a slap-hammer to remove the hard-ware. The handle didn't slide freely kept getting stuck as doctor tried to use it. They opened up tf miscellaneous tray slap-hammer and used it and it worked as indicated."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.